Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used during an endoscopic in 2007, (male patient; age and weight are unknown). According to the complainant, the physician was using a guide wire with cannula and a sphincterotome. Everything was operating smoothly till the physician's finished the case and removed the guide wire from the cbd. He noticed a black tip fragment stuck at the ampullar, then he shoved it with the cannula until it was dropped down into duodenum. The physician was not concerned to pick it out from patient's body. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal."

Manufacturer narrative:
The device involved in this complaint was received. The complaint was analyzed and confirmed; the pebax was detached at the distal tip, exposing the wire. The customer alleges having seen the damage during a clinical procedure; the customer noticed the pebax section stuck and shoved with a cannula. Therefore, clinical practice or procedures may have impacted and contributed to the damage on the event as reported. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. All records indicate that the product met specification at the time of shipment.